Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states the doctor showed him that there was no date on his screen. The blood glucose reading was 539 mg/dl at one point. Nothing further reported.